Manufacturer narrative:
Concomitant medical products: 4196-78, lead, implanted: (B)(6) 2013; dtma1d1, crt-d, implanted: (B)(6) 2018; etlw1616c156e, graft, implanted: (B)(6) 2018; esbf2814c103e, graft, implanted: (B)(6) 2018; etlw1616c156e, graft, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to hospital with congestive heart failure. It was also reported that the right atrial (ra) lead exhibited possible non-capture and high impedance. The lead remains in use. No further patient complications have been reported as a result of this event.